Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and hernia repair. Denies any rashes or erythema of the skin. Previously administered products included for an unreported indication: depo provera from 1996 to (B)(4)2006. Concurrent conditions included graves' disease since november 2012, shortness of breath, heartburn, diarrhea, flank pain, nocturia, urinary frequency, hot flashes, night sweats, memory impaired, numbness, dysfunctional uterine bleeding, gallbladder disorder nos, endometriosis, smoker (1/4 ppd),) and caffeine abuse. Concomitant products included cilest (ortho tri-cyclen), cilest (tricyclen) from (B)(4)2006 to (B)(4)2007 and contraceptives nos from (B)(4) 2006 to (B)(4)2007. On (B)(4)2007, the patient had essure (ess205) inserted. On (B)(4)2007, 2 months 12 days after insertion of essure (ess205), the patient experienced menorrhagia ("abnormally heavy menstrual bleeding; abnormal and prolonged menses; abnormal bleeding( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), basedow's disease ("autoimmune disorder type of disorder: graves disease") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), hemianaesthesia ("numbness on right side body"), fatigue ("fatigue"), migraine ("migraines; headaches"), alopecia ("hair loss"), weight increased ("weight gain"), urinary tract infection ("chronic urinary tract infections, infection (bladder/urinary tract/vaginal)type: uti"), hormone level abnormal ("hormone changes"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain/abdominal cramping"), uterine haemorrhage ("irregular uterine bleeding"), headache ("headaches,") and allergy to metals ("nickel allergy") with rash pruritic and rash generalised. The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(4)2012. At the time of the report, the pelvic pain, dysgeusia, hemianaesthesia, fatigue, migraine, alopecia, weight increased, urinary tract infection, hormone level abnormal, vaginal infection, dyspareunia, back pain, abdominal pain, menorrhagia, vaginal haemorrhage, basedow's disease, dysmenorrhoea, uterine haemorrhage, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, basedow's disease, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hemianaesthesia, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Consumer received methimazzlle and proanolol for graves disease. There was approximately 5 coils visualized coming from the tubal ostia on the left. At this point both essure devices were placed into the tubal ostia on each side without difficulty. There was 3 coils on the right that could be seen and 5 on the left. The essure device had been removed from the hysteroscope diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2007: confirming full occlusion of fallopian tubes on (B)(4)2012, CT abdomen and pelvis with intravenous and oral contrast findings: the liver is normal in size. A 10 num hypodense lesion at the right hepatic lobe superiorly (image 10, series 3) is identified. This is not classifiable as a simple cyst. This is not visualized on the delayed images and could represent a hemangioma. However, other masses are not excluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, fatigue, nausea, abdominal pain, headaches, dizziness, low back pain, allergy to metals and dysmenorrhea most recent follow-up information incorporated above includes: on (B)(4)2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication were added. Case became medically confirmed incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), basedow's disease ('autoimmune disorder type of disorder: graves disease') and uterine haemorrhage ('irregular uterine bleeding') in a 31-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and hernia repair. Denies any rashes or erythema of the skin. On (B)(6) 2012, CT abdomen and pelvis with intravenous and oral contrast findings: the liver is normal in size. A 10 num hypodense lesion at the right hepatic lobe superiorly (image 10, series 3) is identified. This is not classifiable as a simple cyst. This is not visualized on the delayed images and could represent a hemangioma. However, other masses are not excluded. Previously administered products included for an unreported indication: depo provera from 1996 to 1-jan-2006. Concurrent conditions included graves' disease since (B)(6) 2012, shortness of breath, heartburn, diarrhea, flank pain, nocturia, urinary frequency, hot flashes, night sweats, memory impaired, numbness, dysfunctional uterine bleeding, gallbladder disorder nos, endometriosis, smoker (1/4 ppd),), caffeine abuse and chest pain. Concomitant products included () from 1-jan-2006 to 9-jan-2007, ethinylestradiol;norgestimate (ortho tri-cyclen) and oral contraceptive nos from 1-jan-2006 to 9-jan-2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced basedow's disease (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines; headaches"), alopecia ("hair loss"), urinary tract infection ("chronic urinary tract infections, infection (bladder/urinary tract/vaginal)type: uti"), menorrhagia ("abnormally heavy menstrual bleeding; abnormal and prolonged menses; abnormal bleeding( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches") and was found to have weight increased ("weight gain"), 2 months 12 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), hemianaesthesia ("numbness on right side body"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain/abdominal cramping"), allergy to metals ("nickel allergy") with rash pruritic and rash, flatulence ("gas pain") and procedural pain ("I had very little pain") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with propranolol (propanolol), thiamazole (methimazole) and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the basedow's disease, uterine haemorrhage, dysgeusia, hemianaesthesia, fatigue, migraine, alopecia, weight increased, urinary tract infection, hormone level abnormal, vaginal infection, dyspareunia, back pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache, allergy to metals, flatulence and procedural pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, basedow's disease, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, hemianaesthesia, hormone level abnormal, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Consumer received methimazzlle and proanolol for graves disease. There was approximately 5 coils visualized coming from the tubal ostia on the left. At this point both essure devices were placed into the tubal ostia on each side without difficulty. There was 3 coils on the right that could be seen and 5 on the left. The essure device had been removed from the hysteroscope. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, fatigue, nausea, abdominal pain, headaches, dizziness, low back pain, allergy to metals and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information updated. Outcome of event pelvic pain was changed from "unknown" to "recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), basedow's disease ('autoimmune disorder type of disorder: graves disease') and uterine haemorrhage ('irregular uterine bleeding') in a 31-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and hernia repair. Denies any rashes or erythema of the skin. On (B)(6) 2012, CT abdomen and pelvis with intravenous and oral contrast findings: the liver is normal in size. A 10 num hypodense lesion at the right hepatic lobe superiorly (image 10, series 3) is identified. This is not classifiable as a simple cyst. This is not visualized on the delayed images and could represent a hemangioma. However, other masses are not excluded. Previously administered products included for an unreported indication: depo provera from 1996 to 1-jan-2006. Concurrent conditions included graves' disease since (B)(6) 2012, shortness of breath, heartburn, diarrhea, flank pain, nocturia, urinary frequency, hot flashes, night sweats, memory impaired, numbness, dysfunctional uterine bleeding, gallbladder disorder nos, endometriosis, smoker (1/4 ppd),), caffeine abuse and chest pain. Concomitant products included () from 1-jan-2006 to 9-jan-2007, ethinylestradiol;norgestimate (ortho tri-cyclen) and oral contraceptive nos from 1-jan-2006 to 9-jan-2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced basedow's disease (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines; headaches"), alopecia ("hair loss"), urinary tract infection ("chronic urinary tract infections, infection (bladder/urinary tract/vaginal)type: uti"), menorrhagia ("abnormally heavy menstrual bleeding; abnormal and prolonged menses; abnormal bleeding( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches") and was found to have weight increased ("weight gain"), 2 months 12 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), hemianaesthesia ("numbness on right side body"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain/abdominal cramping"), allergy to metals ("nickel allergy") with rash pruritic and rash, flatulence ("gas pain") and procedural pain ("I had very little pain") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with propranolol (propanolol), thiamazole (methimazole) and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, basedow's disease, uterine haemorrhage, dysgeusia, hemianaesthesia, fatigue, migraine, alopecia, weight increased, urinary tract infection, hormone level abnormal, vaginal infection, dyspareunia, back pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache, allergy to metals, flatulence and procedural pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, basedow's disease, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, hemianaesthesia, hormone level abnormal, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Consumer received methimazzlle and proanolol for graves disease. There was approximately 5 coils visualized coming from the tubal ostia on the left. At this point both essure devices were placed into the tubal ostia on each side without difficulty. There was 3 coils on the right that could be seen and 5 on the left. The essure device had been removed from the hysteroscope. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, fatigue, nausea, abdominal pain, headaches, dizziness, low back pain, allergy to metals and dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events added- flatulence and procedural pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), basedow's disease ("autoimmune disorder type of disorder: graves disease") and uterine haemorrhage ("irregular uterine bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections and hernia repair. Denies any rashes or erythema of the skin. *on (B)(6) 2012, CT abdomen and pelvis with intravenous and oral contrast findings: the liver is normal in size. A 10 num hypodense lesion at the right hepatic lobe superiorly (image 10, series 3) is identified. This is not classifiable as a simple cyst. This is not visualized on the delayed images and could represent a hemangioma. However, other masses are not excluded. Previously administered products included for an unreported indication: depo provera from 1996 to (B)(6) 2006. Concurrent conditions included graves' disease since (B)(6) 2012, shortness of breath, heartburn, diarrhea, flank pain, nocturia, urinary frequency, hot flashes, night sweats, memory impaired, numbness, dysfunctional uterine bleeding, gallbladder disorder nos, endometriosis, smoker (1/4 ppd),), caffeine abuse and chest pain. Concomitant products included cilest (tricyclen) from (B)(6) 2006 to (B)(6) 2007, ethinylestradiol;norgestimate (ortho tri-cyclen) and oral contraceptive nos from (B)(6) 2006 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced basedow's disease (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines; headaches"), alopecia ("hair loss"), urinary tract infection ("chronic urinary tract infections, infection (bladder/urinary tract/vaginal)type: uti"), menorrhagia ("abnormally heavy menstrual bleeding; abnormal and prolonged menses; abnormal bleeding( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches") and was found to have weight increased ("weight gain"), 2 months 12 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), hemianaesthesia ("numbness on right side body"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain/abdominal cramping") and allergy to metals ("nickel allergy") with rash pruritic and rash generalised and was found to have hormone level abnormal ("hormone changes"). The patient was treated with propranolol (propanolol), thiamazole (methimazole) and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, basedow's disease, uterine haemorrhage, dysgeusia, hemianaesthesia, fatigue, migraine, alopecia, weight increased, urinary tract infection, hormone level abnormal, vaginal infection, dyspareunia, back pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, basedow's disease, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hemianaesthesia, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Consumer received methimazzlle and proanolol for graves disease. There was approximately 5 coils visualized coming from the tubal ostia on the left. At this point both essure devices were placed into the tubal ostia on each side without difficulty. There was 3 coils on the right that could be seen and 5 on the left. The essure device had been removed from the hysteroscope. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirming full occlusion of fallopian tubes.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, fatigue, nausea, abdominal pain, headaches, dizziness, low back pain, allergy to metals and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (ess205) (batch no. 623313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 1996 to (B)(6) 2006. Concurrent conditions included graves' disease since (B)(6) 2012. Concomitant products included cilest (tricyclen) from (B)(6) 2006 to (B)(6) 2007 and contraceptives nos from (B)(6) 2006 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 12 days after insertion of essure (ess205), the patient experienced menorrhagia ("abnormally heavy menstrual bleeding; abnormal and prolonged menses; abnormal bleeding( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), basedow's disease ("autoimmune disorder type of disorder: graves disease") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), hemianaesthesia ("numbness on right side body"), fatigue ("fatigue"), migraine ("migraines; headaches"), alopecia ("hair loss"), weight increased ("weight gain"), urinary tract infection ("chronic urinary tract infections, infection (bladder/urinary tract/vaginal)type: uti"), hormone level abnormal ("hormone changes"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain/abdominal cramping"), uterine haemorrhage ("irregular uterine bleeding"), headache ("headaches,") and allergy to metals ("nickel allergy") with rash pruritic and rash generalised. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysgeusia, hemianaesthesia, fatigue, migraine, alopecia, weight increased, urinary tract infection, hormone level abnormal, vaginal infection, dyspareunia, back pain, abdominal pain, menorrhagia, vaginal haemorrhage, basedow's disease, dysmenorrhoea, uterine haemorrhage, headache, and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, basedow's disease, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hemianaesthesia, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Consumer received methimazzlle and proanolol for graves disease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : the patient and reporter information updated. Abnormal bleeding(vaginal, menorrhagia), infection (bladder/urinary tract/vaginal)type: uti, autoimmune disorder type of disorder: graves disease, rashes or skin conditions type: rashes all over body, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss, hair loss and irregular uterine bleeding, nickel allergy added as events incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included graves' disease since (B)(6) 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), hemianaesthesia ("numbness on right side body"), fatigue ("fatigue"), migraine ("migraines; headaches"), alopecia ("hair loss"), weight increased ("weight gain"), urinary tract infection ("chronic urinary tract infections"), hormone level abnormal ("hormone changes"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), back pain ("back pain"), abdominal pain ("abdominal pain/abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding; abnormal and prolonged menses;") and rash pruritic ("itchy rashes on abdomen"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysgeusia, hemianaesthesia, fatigue, migraine, alopecia, weight increased, urinary tract infection, hormone level abnormal, vaginal infection, vaginal discharge, dyspareunia, back pain, abdominal pain, menorrhagia and rash pruritic outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dyspareunia, fatigue, hemianaesthesia, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash pruritic, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirming full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.